Event description:
It was reported on (B)(6) 2013 that the patient presented with high lead impedance . The patient has been referred for vns lead replacement surgery and x-rays are planned. Follow up with the physician found that the high impedance was first observed on (B)(6) 2013. The vns device was not disabled when the high lead impedance was observed. It is unknown if patient manipulation or trauma occurred. No other information was provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.